Manufacturer narrative:
Patient information was unavailable from the site. Medtronic investigation of returned suspect spine clamp finds that the returned clamp face is slightly bent to one side but does not affect the travel of the clamp face. The retainer ring on the tip of the adjustment screw is stretched allowing some play in the movement of the clamp face. The adjustment screw has some debris in the threads but still functions normally. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that a spine clamp instrument was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.